Event description:
Healthcare professional reported right side rupture. The device has been removed and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken device assessed as an unidentified (tear) opening (shell thickness within spec). No other observations observed, no further actions are required. Visual evaluation: device photograph(s) for the device related to the reported event of rupture was requested on june 25, 2024. Lot number 2191053 can be observed on the device. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed

Event description:
Healthcare professional reported right side rupture. The device has been removed and replaced.